Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient on (B)(6) 2019 with an infectionzzithromax (z pack) was started for five days and. The event reported to have resolved with sequelae another z pack on (B)(6) 2019. Actions taken were reported to be changes to medication and oral antibiotics. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.